Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
The user facility reported to a terumo distributor that during pre-cardiopulmonary bypass fluid leaked into the gas chamber during a cec which lasted 5.5 hours. No known impact or consequence to patient. Product was not changed out. Surgery was completed successfully without delay.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on december 23, 2015. (B)(4). The actual sample was visually inspected up on receipt, during which no anomalies were noted. A review of the device history records revealed no anomalies. The blood pathway of the actual sample was filled with saline solution and pressurized. No leaks were found. The water pathway was then filled with water and pressurized. Again, no leaks were found. The sample was confirmed to be within specification. A simulation test was then performed by filling the blood pathway of the sample with saline solution and circulating it at a flow rate of 7 liters/min with a back pressure of 200 mmhg while the water pathway was kept circulated with hot water. The circulation continued for four hours when water droplets, or condensation, could be seen on the gas pathway. There were no leaks from the fibers within the oxygenator. Although a definitive root cause could not be determined and the complaint was not confirmed, it is possible that the leak observed during the event was only condensation from the unit. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.